Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and observed a dirty cuvette drying tip. The fsr manually cleaned the cuvettes and replaced the cuvette washer drying tip. No additional discrepant result issues have been reported since the service activity. The cuvette drying tip was determined to be the likely cause. A review of service history for the architect c8000, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c8000 did not identify any trends. A review of historical data for the cuvette drying tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cuvette drying tip or the architect c8000 processing module, serial number (B)(4) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 for 1 sample. The following data was provided: (B)(6) 2019 initial result = 11.25 mg/dl, repeats = 3.50 mg/dl, 2.13 mg/dl, 2.0 mg/dl, repeats on different analyzer = 2.10 mg/dl, 2.08 mg/dl. No impact to patient management was reported.